Event description:
It was reported that a shaft break occurred. A 3.00 mm x 15.00 mm agent balloon was selected for treatment of the target lesion located in the moderately tortuous and calcified middle part of right coronary artery (rca). After inflating the balloon, it was pulled into the middle part of rca and then balloon angioplasty was performed. Thereafter an attempt was made to remove the device from the body but there was resistance and when it was pulled out the shaft part got separated. Subsequently the separated part of the balloon was retrieved using a snare. The procedure was completed using this device as is. There were no patient injuries.

Event description:
It was reported that a shaft break occurred. A 3.00 mm x 15.00 mm agent balloon was selected for treatment of the target lesion located in the moderately tortuous and calcified middle part of right coronary artery (rca). After inflating the balloon, it was pulled into the middle part of rca and then balloon angioplasty was performed. Thereafter an attempt was made to remove the device from the body but there was resistance and when it was pulled out the shaft part got separated. Subsequently the separated part of the balloon was retrieved using a snare. The procedure was completed using this device as is. There were no patient injuries.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the agent dcb mr 3.00 mm x 15.00 mm balloon catheter, batch 02703h24 (catheter batch 32932260). A visual, tactile, microscopic examination and device to device interaction test was performed. A visual and tactile examination identified multiple kinking along the length of the hypotube and a break in the distal extrusion, at the guidewire exit port. A microscopic examination of the distal extrusion identified that the extrusion was stretched at the break site. There was severe stretching evident at 4mm distal to the guidewire exit port and this stretching measured a length of 4mm running distal along the shaft. The device was returned with a guidewire inserted through the wire lumen and a 2.3f guide catheter. The device was stretched down onto the guidewire which prevented the withdrawal of the guidewire from the agent device. A visual examination of the guide catheter noted that the guide was buckled towards the hub section. Device analysis confirmed the complaint allegation of balloon shaft break.